Event description:
It was reported by the rep that the (1) ez45b was used during an unk procedure. It was reported that on the first firing of the stapler counted only 5 staples deployed fully. The instrument was reloaded with a new staple cartridge which did not fire. The surgeon felt no advance of the white firing handle and the instrument was taken off of the sterile field. The case was completed with a second instrument and there was no consequence to the pt.